Event description:
It was reported by the patient that twenty years ago she received a vena cava filter following pulmonary embolectomy under cardiopulmonary bypass. Twenty years later, she sought medical assistance following three years of chronic abdominal pain and a gastrointestinal (gi) bleed. An endoscopy revealed that one of the wires of the vena cava filter had perforated the duodenum. Three months later, after a venogram confirmed no thrombus within the vena cava or vena cava filter, a surgical procedure was performed to remove the vena cava filter and repair the duodenum. A kocher maneuver was performed to mobilize the duodenum and retroperitoneum. The inferior vena cava was identified and further mobilization revealed a "strut" going through the inferior vena cava and into the duodenum. The "strut" was isolated, cut with heavy wire-cutters and removed from duodenum and the duodenum was repaired. After further mobilization and clamping of the vena cava, and venotomy was performed and the vena cava filter was removed. Abdominal hemostasis was obtained and the abdomen was closed. The patient tolerated the procedure well.